Event description:
Home pt (hp) reported feeling full, as if he were overfilled, while using the homechoice cycler for automated peritoneal dialysis therapy. Hp reports he had diarrhea at the time and feels this may be attributable to feeling full. Hp reported negative ultrafiltrate volumes during therapy of -65ml for cycle 1 and -148ml for cycle 2, indicating that for these cycles he drained out less than the 2400ml he had filled with, but had met minimum drain volume of 85%. At the completion of the therapy the total ultrafiltrate was +483ml, indicating the total volume of fluid drained over the course of the therapy was greater than the total amount filled. Follow up with the healthcare professional reveals hp felt "tight" and manually drained 3100ml after completion of therapy, which is 600ml greater than the programmed last fill volume of 2500ml. According to the hp, there was no pt injury or medical intervention.